Manufacturer narrative:
The reported power issue was confirmed during evaluation of the returned autopulse platform (sn: (B)(4)). Since the platform would not power on, initial functional testing could not be performed. To resolve the issue, the power switch cable was replaced. The platform was returned with no physical damage observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The platform passed all final testing criteria.

Event description:
As reported, during a shift check the autopulse platform (sn: (B)(4)) does not power on completely. Per the reporter, the led and display screen are lit; however, the motor does not start up. To troubleshoot the issue, the battery was replaced, but the issue continued. There was no patient involvement.